Event description:
A customer from (B)(6) reported a false susceptible amoxicillin-clavulanic acid (amc) result for an escherichia coli isolate from a patient urine sample, in association with the vitek® 2 ast-n340 test kit (lot 7800526203). On (B)(6) 2017, the customer obtained a result of amc susceptible (mic = 4) with the ast-n340 card. The next day, the urine sample was tested with kirby bauer and the result was amc resistant (16mm). The customer performed the kirby bauer method for blood culture and the result was amc resistant. The strain was then tested from blood culture on the ast-n340 card and the result was amc susceptible. The customer reported there was a delay greater than 24 hours for reporting results. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer reported a false susceptible amoxicillin-clavulanic acid (amc) result for an escherichia coli isolate in association with the vitek® 2 ast-n340 test kit (lot 7800526203). The strain or additional information was not submitted for investigation. Submittal of the isolate is required in order to confirm a vitek 2 discrepancy compared to the reference method. The vitek 2 raw data are required in order to assess organism growth in the card. A review of quality records confirmed that vitek ast-n340 lot # 7800526203 met final qc release criteria and passed qc performance testing.